Event description:
It is recorded that a customer lost consciousness and was helped by emt to treat her with IV. The customer's blood glucose level was 34 mg/dl. The caller declined to go to the hospital. The customer was informed that they will contacted in 90 days to follow up on her condition. It is not sure that the insulin pump that the customer was using was the cause of the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).